Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 316 mg/dl. The customer reported that the insulin pump was dropped it had crack all over around the body and not turning back on blank. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to broken solder joint on b1 interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Device had cracked battery tube threads, cracked reservoir tube lip.